Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a decrease in the intrinsic amplitudes. Office testing found low amplitudes in the other sensing vectors. The device gain setting has now been reprogrammed. There were no additional adverse patient effects. The system remains implanted.